Manufacturer narrative:
No investigation could be performed as the article did not provide any specific information regarding the procedure date or da vinci system identifiers. There was no report of, or indication of, any da vinci product issues. There is no indication that any da vinci products contributed to the reported complications. A system log review was not performed since there is insufficient or unconfirmed event information. Citation: ma, y., deng, y., wan, h., ma, d., ma, l., fan, w., liu, j., hu, m., fan, r., & ma, y. (2025). Construction and validation of a nomogram prediction model for the occurrence of complications in patients following robotic radical surgery for gastric cancer. Langenbeck s archives of surgery, 410(1). Https://doi.org/10.1007/s00423-024-03594-4.

Event description:
A review of the literature article construction and validation of a nomogram prediction model for the occurrence of complications in patients following robotic radical surgery for gastric cancer reported a that a retrospective cross-sectional study included a total of 636 patients who underwent robotic gastrectomy between december 2016 and october 2023. Sixty-five patients developed postoperative complications ranging from grade I to grade IV complications as classified by the clavien-dindo system. Another 18 patients experienced postoperative complications ranging from grade I to grade iii (gastroparesis; various infections such as wound, intra-abdominal, and pulmonary infections; and surgical interventions - primarily involved intra-abdominal abscess, anastomotic leakage, and intestinal obstruction. A single grade IV complication was a postoperative pulmonary embolism, which led to sudden onset of dyspnea and cardiorespiratory failure. Per the authors, a nomogram prediction model is a good predictive performance model and is expected to become a valuable predictive tool for clinical physicians managing gastric cancer patients. Study limitations included a relatively small sample size and the retrospective cross-sectional nature of the study did not allow for the complete elimination of potential confounding factors. Follow-up with the designated author was performed, and the following additional information was obtained: it was confirmed that the devices functioned properly, and none of the complications observed in the study were found to be associated with the equipment.